Manufacturer narrative:
The impella automated controller device was not received from the customer; therefore, investigation of the device was not possible. The logs did not require review given the failure mode was resolved by engaging the battery switch. The console was not returned for the investigation and remained in the field. The battery failure was due to the battery transport connection switch was not properly engaged once received due to improper technique usage by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The clinical consultant reported that the controller generated battery alarms when unplugged from the ac connector. The instructions for use was followed and the backup controller was used. There was no patient harm reported.